Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a needle that broke. The following information was provided by the initial reporter: when the nurse placed the intravenous indwelling needle without withdrawing the needle core, the needle core fell on the shoe of the family member by itself without penetrating the shoe upper, and a little blood followed the needle core fell on the shoe upper of the family member.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a needle that broke. The following information was provided by the initial reporter: when the nurse placed the intravenous indwelling needle without withdrawing the needle core, the needle core fell on the shoe of the family member by itself without penetrating the shoe upper, and a little blood followed the needle core fell on the shoe upper of the family member.